Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and tightened the graphic user interface (gui) cable and loaded software. The unit passed extended self-testing.